Manufacturer narrative:
The report event of fracture lead was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that one of the patient's leads had been fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, patient has effective therapy.